Event description:
Revision surgery was reported. We are awaiting clarification of this event.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.